Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 172 mg/dl. The customer stated that the alarm received was motion sensor test failure. The customer was explained the alarm and possible causes. The customer was assisted in performing displacement test and test failed. The customer was advised the pump will need to be replaced. The customer was advised to refer to a backup plan.